Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed one low speed event, as well as multiple elevations in pump power and estimated flow. Based on complaint history associated with the heartmate ii left ventricular assist system (lvas) and similar reports, these events appear consistent with a deposition passing through the device. However, a specific root cause for the observed events could not be conclusively determined through this investigation. Analysis of the log file provided by the account confirmed a low speed event, as well as elevations in pump power and estimated flow. Additionally, multiple low flow alarms were recorded that were not associated with the aforementioned events. A specific cause for these alarms could not conclusively be determined through this evaluation. The log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported at this time. The most recent revision of the heartmate ii lvas IFU is, rev. C. This IFU lists device thrombosis and bleeding as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump performance monitoring outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the low speeds/elevated powers were not identified. The device operated as expected. The patient had no issues related to the pump. The patient did develop a gi bleed on anticoagulation. The gi bleed resolved and the patient has been discharged home.

Event description:
It was reported that an additional log file was sent in for review. Technical services noted power spikes above10 watts in the log file on (B)(6) 2021 and( B)(6)2021. Also, the log file captured low flow hazard alarms on (B)(6) 2021 from 11:33 to 14:36. The estimated flow appears at times, to be below the alarm threshold of 2.5 lpm. The low flow events seem to be a patient related issue and not an equipment related issue. The log file showed from (B)(6) 2021 to (B)(6) 2021 what appears to be baseline parameter values.

Manufacturer narrative:
The referenced pump exchange was reported in MFR report #2916596-2021-00446.

Event description:
It was reported that the patient was having low speed advisory alarms in clinic. A log file review was requested. The log file captured a low speed advisory event on (B)(6) 2021 at 19:27 with speed captured at 8060 rpm. There were some elevated powers noted at that time in the 7w and 11w range and it appears something may have passed through the pump causing the low speed event. This was the only unusual event noted in the log but there is some transient elevated powers in the log as well. This patient was just exchanged back on (B)(6) 2021 so it was reported that it is unlikely this is a driveline issue.